Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter called and said the doctor told them the patient needs a new pump. Patient had seizures over the weekend and also stated that the readings are not staying on the pump. This complaint is being reported because of the allegation that a pump malfunction led to seizures.